Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. During troubleshooting with tandem technical support, an o-ring was found from a previous cartridge on the pneumatic tap resulting in the cartridge not entirely fitting on the pump. The customer removed the o-ring and successfully reloaded the cartridge onto the pump. Customer's blood glucose level was 180 mg/dl.